Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 560 mg/dl and was in diabetic ketoacidosis (dka). The customer went to the emergency room (ER) for treatment. Insulin and fluids were administered. Reportedly, the healthcare provider believed the suspected cause may have been due to a clogged site, however this was unable to be confirmed. The customer left the ER 6 to 7 hours later with a bg level of 290 mg/dl.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported issue. However, a different issue was found.